Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) requested MRI compatibility guidelines for patient implantable neurostimulator (ins). The patient was having an MRI of the liver. The caller reported the patient's device is dead and the patient was not feeling any stimulation. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.